Event description:
It was reported that a malfunction occurred on a tandem pump, indicated by error code malf 9. There was no reported impact to the customer¿s blood glucose level, as the caller declined to answer whether blood glucose exceeded 500 mg/dl. The customer was assisted by cts in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue reoccurs.